Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the undetected upstream occlusion, which was reproduced. Baxter's investigation found that the device failed to detect an occlusion upstream from the pump when the device was programmed to deliver at a rate of 100ml/hr. The root cause of the undetected occlusions was that the door hook shims were removed from under the door hooks while in the field. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited." The device could not be repaired and has been removed from service.

Event description:
During baxter's evaluation of a spectrum pump, the device failed to display the upstream occlusion message when an occlusion was present. There was no patient involvement.